Event description:
It was reported that post-operatively, the left ventricular (lv) lead pulled back into the main coronary sinus cavity. The lv lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).